Event description:
It was reported that the customer's blood glucose level was 418 mg/dl. The customer expressed the following symptoms of high blood glucose levels: frequent urination and excessive thirst. Standard troubleshooting was performed. Occlusions in the form of air bubbles were found in the reservoir and infusion set. The customer was unable to purge the air bubbles from the reservoir and infusion set. The customer was advised to do a reservoir and infusion set change. The product is not being returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).